Event description:
Same case as MDR ID: 2134265-2012-04377. It was reported that during a stenting treatment procedure the stent was not well apposed, the stent became damaged following deployment and surgery was required in order to explant the stent. The patient had a myocardial infarction within 72 hours of the procedure. Access was obtained via the brachial artery. The target lesion being treated was located in the mildly tortuous and moderately calcified proximal left anterior descending (lad) artery and into the left main coronary artery (lmca). A 3.00x20mm promus element stent delivery system (sds) was advanced and deployed in the lad lesion. A 4.00x12mm promus element sds was then advanced to the lmca and deployed overlapping the 3.00x20mm promus element stent. The overlapping segment of the 2 stents was post-dilated with the stent delivery balloon. An ivus catheter was then advanced, showing that the 4.00x12mm promus element stent was not fully apposed to the lmca vessel wall. A 5mm quantum balloon catheter was then advanced for post-dilation of the 4.00x12mm promus element stent. Angiography was performed showing that the 4.00x12mm promus element stent appeared unravelled and was hanging out into the aorta. The patient was then transferred to another hospital and surgery was performed to remove both of the promus element stent. The procedure was completed with coronary artery bypass graft. Following the procedure the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).